Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient received inappropriate shock due to supraventricular tachycardia (svt) via a review of merlin on demand transmission. The patient was stable and scheduled for device in clinic check post shocks. No further information was available.